Manufacturer narrative:
Sections with additional information as of 16-nov-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to dead meter. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not evaluated, as per internal procedure, the failure mode is a meter evaluation only. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note: manufacturer contacted customer in a follow-up call on 28-sep-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer initially reported complaint for dead meter. During the call, the true metrix meter powered on using the power button but not when a test strip was inserted. The customer stated she had changed the battery in the meter two days prior. The customer is using the correct battery, in the correct orientation for the meter. The customer feels well and did not report any symptoms. The customer stated that she had gone to her doctor's office due to the true metrix meter not working and being unable to perform a blood test. During the call, a blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/31/2023; product storage and open vial date were not disclosed.